Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector during user handling of the device, causing abnormality in electronic components, which caused the suggested event the event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during preparation for use the device yielded no image with an error message of e315 received for scope error. There is no patient involvement and no harm to any patient. The intended procedure was completed by switching to another similar prior to the intended procedure. There was no delay or any clinical impact to the intended procedure due to this event.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Due diligence has been performed for this event, and available information has been received from the customer. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The device was visually inspected externally for damage that could have attributed to e315 error message received. No abnormalities or associated damage were identified during the inspection. On further investigation, the plug body was dismantled, and both pink moisture indicators were triggered evidencing fluid ingress throughout the plug body. An electrical continuity error occurs due to water invasion in the scope connector. Fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process. The issue is likely caused by user handling. Other observation for the dev ice is that a strong tension in the angulation wire. A comprehensive leakage check was completed, no leaks were evident. An intermediate repair is required to return the instrument to the OEM specification. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.